Manufacturer narrative:
Additional information: a3 ¿ patient sex, b3 ¿ date of event, b5 ¿ describe event or problem; device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2019-11-25). The evaluation/investigation confirmed that a fragment has broken off the distal end of the resection sheath, leaving sharp edges and sings of melt at the point of breakage. There is also a deep dent on the outer surface of the sheath, which was apparently caused by laser irradiation. According to the lot number, the suspect medical device was manufactured in 2005 and had therefore most likely been in long-term use. Therefore, the cause of this damage is most likely material fatigue caused by wear and tear in combination with excessive force. Thus, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. In the course of a design improvement that was implemented in october 2010, the material of the insulating insert was changed. However, in this case, in view of the age of the subject device, the failure was attributed to wear and tear. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that after a therapeutic transurethral resection of the prostate (turp) procedure, it was noticed that a piece of the ceramic insulation at the distal end of the resection sheath had broken off and was missing. It is unknown when this damage occurred and whether a fragment possibly fell into the patient's bladder. The intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after an unspecified therapeutic procedure at an unknown date, it was noticed that the ceramic insulation at the distal end of the resection sheath was missing. It is unknown when this damage occurred and whether a fragment possibly fell into the patient's body cavity. No further information was provided, but there was no report about an adverse event or patient injury.